Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Respiratory therapist reported that filter cracked while in use on a pediatrics pt who is on continuous mechanical ventilation. Mother of pt needed to use an anaesthesia breathing bag to manually ventilate. No permanent adverse effects to pt reported.